Event description:
It was reported that the system produced uncommanded x-rays. There is no report of pt injury or death. There was no pt present at the time of the event.

Manufacturer narrative:
A ge rep evaluated the system and found the foot switch needed to be replaced, but no conclusion can be drawn as further repair info is not available.